Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.